Event description:
It was reported that the device would turn on, beeped, and had a green screen. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on 31-aug-2022 via email and attached to complaint object: details regarding the incorrect volume: never ran a volume test. Unable to test. Screen is green.; date of the event: (B)(6) 2022; the reported event occured during annual service, after board was replaced. Screen would only turn green. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, the battery was missing, the bottom case was missing two rubber feet, and the battery door and right plunger case were cracked. Error codes could not be retrieved from the ehl (event history log) due to a constant alarm and blank screen. The customer reported issue was duplicated during the investigation as the device exhibited a blank screen with constant alarm at power up. Root cause of the reported issue is unknown, but the main board no longer operates properly, no visible damage was noted. Replaced the main board, performed power up process, preventive maintenance and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.